Event description:
A pt supported by left ventricular assist device was ambulating when an alarm on the dual drive console came on. The pt displayed some signs of dizziness and asked to be assisted back to the bed. The nurse noticed that the display panel on the top module of the ddc had frozen, and there was no indication of vad pumping. The pt was hand pumped for five mins until the ddc was replaced. The pt recovered with no adverse effects. A co svc tech was dispatched to the user facility to perform field svc testing on the entire device to determine if the failed device met specs. There was no problem found with the device. Three suspected components were sent to thoratec for further analysis and testing: the 6.3vdc power supply, the computer circuit board, and the analog power supply circuit board. No cause of failure could be determined, as the results of the tests and investigation were negative. No corrective action has been implemented by thoratec, as the failure investigations could not determine the cause of failure.